Manufacturer narrative:
Visual inspection of the returned sample found iol was inadequately rotated inside the triangle part of the nozzle and the rod passed over iol. Seeing from surgery video, it appeared like volume of viscoelastic material was not enough. There was no irregularity found on injector and iol, all met criteria. (B)(4).

Event description:
The reporter indicated the surgeon attempted to insert a ks-ni2 aq310ain, 14.0 diopter, preloaded injector. When handling the rod, the iol rotated and became blocked. The surgery was cancelled and there was no reported health injury.